Event description:
It was reported that brown spots were found on the bd plastipak¿ concentric luer lock syringe before use. The following information was provided by the initial reporter: "brown spots on the syringes".

Manufacturer narrative:
Investigation summary: six sealed samples of lot 1906227 were received for evaluation by our quality team. The product was visually inspected and a foreign matter was observed outside of the syringes. Using magnification, the matter was identified to be dirt. A device history record review was performed for the provided lot number and no quality issues were found during the production process that could have contributed to the reported incident. The matter was noted to be in the same location on all samples that were evaluated, indicating it was likely due to the transfer of the pieces within the manufacturing equipment. Since a review of our device history records did not identify any direct issues, the root cause and location of the matter cannot be identified at this time. Manufacturing personnel have been made aware of the experience to increase awareness of this matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown spots were found on the bd plastipak¿ concentric luer lock syringe before use. The following information was provided by the initial reporter: "brown spots on the syringes".